Event description:
The customer reported that the device failed to seal the tissue adequately although an end tone, indicating a completed seal cycle, was heard. The device was on the greater omentum at the time and the generator was at 3 bars. There was no pt injury and another device was used to complete the procedure.

Manufacturer narrative:
(B)(4). The incident device was returned, evaluated and found to function within specification. The device was tested for activation and sealing function on simulated tissue with acceptable results. Additional testing was done by performing multiple seals of various sizes on porcine tissue and all seal cycles were completed satisfactorily. We were unable to confirm the customer's report.